Event description:
It was reported that the 8100 pump module had an air line alarm.

Manufacturer narrative:
Correction: h6 conclusion code additional information: h7, h9.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 10/05/2006 to 9/1/2020 and confirmed that this device was previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the 8100 pump module had an air line alarm.